Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose of 24 mg/dl and 43 mg/dl due to not eating. Customer treated with food. Customer reported to have adjusted basal rates and had high blood glucose between 300 mg/dl and 500 mg/dl. Customer's blood glucose at the time of call was 449 mg/dl which were treated with manual injection. Customer had symptoms of excessive urination, thirst, nausea, headache and dizziness. Customer declined further troubleshooting as she believes high blood glucose was not due to insulin pump. Customer would follow up with healthcare professional.